Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reav2351 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number reav2351 have been reported from the same brazilian facility.

Event description:
It was reported that the catheter fractured. There was no patient injury reported. No other information was provided.